Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an intraperitoneal injection of vancomycin (1 gram every fifth day, duration not reported) and injection of fortum (500 milligrams twice a day for 14 days, route not reported) for peritonitis. At the time of this report, the patient outcome was unknown and dianeal therapy was ongoing. No additional information is available.